Event description:
A report was received that the electrode shaft was separated from the hub.

Manufacturer narrative:
The complaint of the electrode shaft being separated from the hub was not confirmed. The returned electrode passed all testing. Device exhibits normal device characteristics.

Event description:
A report was received that the electrode shaft was separated from the hub.